Event description:
Spontaneous call from patient stating legacy pump sn:(B)(4) due 05/04/2022, kept alarming for high pressure even after she changed tubing and cassette. Able to use back up pump with no issues, but stated tubing had to be replaced every single time she changes to avoid high pressure alarm. No lot number for tubing. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have a backup product they were able to switch to? Yes was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. Reported to (B)(6) by: patient/caregiver.